Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch ultra meter is giving an inaccurate reading of "558 mg/dl." On dec 9, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose twice per day and manages her diabetes with oral medications (metformin). The day lifescan was contacted at 9 am, the pt obtained a blood glucose reading of "558 mg/dl" on the subject meter, which the pt felt was inaccurately high. The pt did not take any immediate action based on the "558 mg/dl" meter reading. At 20 minutes after, the pt went for a doctor's office visit and reportedly developed symptoms described as "clammy and sweaty." At 11 pm, the pt tested at "168 mg/dl" on the lab instrument. The pt denied receiving any medical intervention at the time of concern. During troubleshooting, the customer care advocate verified that the testing process was correct, the test strip vial is in good condition and within the discard date, the pt did not have any control solution, and the results are from the same approved sample site. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.